Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio removed the speaker harness assembly for further examination. Physio determined that the cause of the reported issue was that the speaker had a bad solder connection at the positive lug to the solder ball/tinsel wire. The tinsel wire connects to the voice coil in the speaker; therefore, the bad solder connection resulted in no audio output from the device. The device would charge and shock during testing. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device no longer provided audio. As a result, the device's instructional voice prompts could not be heard which could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.